Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as a burning blister with red scratches under shoulder straps of garment. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of an abundance of caution. Follow up indicated that the blister improved.